Event description:
Info rec'd indicated that during an electrical safety test the ground resistance reading was high.

Manufacturer narrative:
The hill-rom technician replaced the ac plug and the bed functioned to design specifications.